Event description:
Over the past month or two we have had two separate types of problems with medex IV tubing. I have already submitted a report on the first problem (ball in drip chamber not sealing at the opening, so that air enters the line) but it is still happening sporadically despite changing lots. The second problem is leaking of the sets. This has also occurred several times; once where the tubing connects to the drip chamber and at least twice where the tubing connects to the pumping mechanism. These incidents have all happened on different patients. The manufacturer is aware of these problems. We do not have the tubing available as they contained chemotherapy.